Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded:the complaint of a broken stylet was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include excessive insertion/withdrawal force, kinking of the catheter during manipulation, and sharp instrument damage; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the stylet fractured. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the stylet fractured. There was no reported patient injury. No other information was provided.